Event description:
Concomitant device reported: mmsi rod prebent, 5.5 x55mm, t(part# 179772055s , lot# unknown, quantity unknown ). 5.5 exp verse fen scr 6.0x45 t(part# 199723645s, lot# unknown, quantity unknown ). This complaint involves eight (8) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: based on the review of the customer's supplied x-rays, the complaint condition was confirmed as the x-ray showed two screws shanks broken proximal to the screw head. As the screw was not returned an as received, dimensional, and material review were not applicable. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: the DHR of product code: 199723645s, lot: 272583, was electronically reviewed and no non-conformances were observed during the manufacturing process.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot, expiration date. H3, h4, h6: the DHR of product code: 199723645s. Lot : 272583. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: february 18, 2020. Visual inspection: the 5.5 exp verse fen scr 6.0x45 (part#: 199723645s, lot#: 272583, qty#: 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The screw head was not returned. No other issues were noted with the device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawing(s) were reviewed: expedium verse - 4.35/8mm fenestrated cortical fix screw assembly: current and manufactured revisions. No design issues or discrepancies were found during this investigation. Complaint confirmed? No investigation conclusion: the complaint condition cannot be confirmed for 5.5 exp verse fen scr 6.0x45 (part#: 199723645s, lot#: 272583, qty#: 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5.5 exp verse fen scr 6.0x45 was not returned, and the investigation will be completed based on the supplied x-rays the x-rays were reviewed, and the complaint condition was confirmed as the x-ray showed two screws shanks broken proximal to the screw head. As the screw was not returned an as received, dimensional, and material review were not applicable. Manufacturing record evaluation: a manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: as lot# was not identified, no mre was performed. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, both s1 screws appeared to have fractured at the top of the shank. This was discovered four (4) weeks after the initial procedure. The patient reported pain around the site. A revision procedure to revise the construct is scheduled on an unknown date. No further information provided. This is report 6 of 10 for (B)(4).